Event description:
In the vagina. (Completely unraveling when it was taken out) and is still coming out when I use the restroom [foreign body in reproductive tract]. Coming unraveled as I am taking them out of me [complication of device removal]. Tampons falling apart [device breakage]. Case description: consumer reported that the tampons came unraveled during removal. There were still pieces of cotton coming out as she used the bathroom. No serious injury was reported.

Event description:
In the vagina. (Completely unraveling when it was taken out) and is still coming out when I use the restroom [foreign body in reproductive tract]. Coming unraveled as I am taking them out of me. [Complication of device removal] tampons falling apart [device breakage]. Case description: consumer reported that the tampons came unraveled during removal. There were still pieces of cotton coming out as she used the bathroom. No serious injury was reported.